Event description:
The reporter stated that the surgeon was using a competitor's lens with a indigo-p injector and the lens tore. Pt injury is unk. Further info has been requested, but none has been forthcoming. If more info is received a supplemental MFR's report will be sent.